Event description:
It was reported that this patient with a recently implanted subcutaneous implantable cardiac defibrillator (s-ICD) system received a singular inappropriate shock. It was indicated to the patient that the shock was the result of t-wave over-sensing. The patient contacted boston scientific technical services (ts) for additional information, however, as ts are unable to provide medical advice, the patient was referred back to their cardiologist. Information has been requested any further action in this event, but a response has not yet been received. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a recently implanted subcutaneous implantable cardiac defibrillator (s-ICD) system received a singular inappropriate shock. It was indicated to the patient that the shock was the result of t-wave over-sensing. The patient contacted boston scientific technical services (ts) for additional information, however, as ts are unable to provide medical advice, the patient was referred back to their cardiologist. Information has been requested any further action in this event, but a response has not yet been received. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.